Manufacturer narrative:
The pump was received with blank display due to severely corroded battery cap and battery tube noted. The pump was unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents due to blank display. There was moisture damage noted on all electronic assemblies, corrosion on motor assembly, minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had moisture damage. It was reported that the battery had leaked into the battery compartment. The customer's blood glucose level was reported to be 120.6mg/dl. It was reported that the pump would be replaced and returned for analysis.